Event description:
It was reported that a patient underwent an anterior cervical fusion at c4-c6. The plate was positioned using a prefixation pin and as a screw was being inserted, the pin fractured. No fragments of the device remain in the patient and no patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: visually confirmed prefixation pin is broken. Microscopic examination appears to show a quasi-ductile fracture, with helical material movement, which is consistent with torsional overload.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.